Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed 28 other similar product complaint(s) from this lot number.

Event description:
It was reported "after PICC placed and blood return noted, writer flushed with normal saline which was observed to be leaking at the connection to the PICC line." It was stated that is occurred with three devices. This report addresses the third device.